Event description:
It was reported that the pt had a spectra prosthesis implanted and had the device removed due to pt dissatisfaction. The device was replaced with an ams 700 inflatable prosthesis during the same procedure. Attempts to obtain additional information were unsuccessful. No pt complications have been reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.